Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 74-year-old female patient with acute myocardial infarction, cardiogenic shock, and angina was implanted with an impella rp flex device for mechanical circulatory support. While the impella device was being prepped for the implant, the placement signal had an unsure reading, and the medical staff decided to implant another impella rp flex device instead. The second implant was successful. The patient remains on support.

Manufacturer narrative:
The investigation for the optical issue has been completed. No product was returned for evaluation. Data logs were reviewed and the right log shows no issues with the 5s parameters on the pump. No placement signal spikes or "placement signal not reliable" alarms. Clinical detail noted that the pump was not inside the body or running when the clinical team noted the suspected issue. No problem was found with the pump upon investigation. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The investigation of optical signal issue has been completed. Data logs were reviewed and the real time (rt) log shows no issues with the 5s parameters on the pump. No placement signal spikes or "placement signal not reliable (psnr)" alarms. Clinical detail noted that the pump was not inside the body or running when the clinical team noted the suspected issue. The returned product was visually inspected and there were no damages to the dp sensor. No psnr alarms produced, the 5s parameters were within specification, and it passed electrical testing. There was no problem was found with the pump upon investigation. D9 device returned to manufacturer date added f6/f8-should have been left blank on the initial manufacturer device report number 1220648-2024-09852. G1 reporting contact email revised on manufacturer device report 1220648-2024-09852 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-09852. H6 medical device problem code 2906 was erroneously entered on the initial manufacturer device report number 1220648-2024-09852.